Event description:
Boston scientific received information that a capacitor reform was performed on this implantable cardioverter defibrillator (ICD) during implant procedure. The capacitor reform did not finish and the patient felt a small shock from the device. In addition, the device had lost connection and could not subsequently be interrogated with a programmer. A different programmer was used to interrogate it but it was still unsuccessful. This ICD also did not beep when a magnet was applied to it. Boston scientific technical services (ts) and the physician decided to replace the device. After explant, it was observed that the ICD felt warm as if the battery was draining current internally. This ICD was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. It was confirmed that the device had no telemetry. Visual inspection noted electrical overstress damage to the dump resistor and to the flex circuit area where the plasma fuse is located. There were charred marks on the inside of the device case in the areas of the case that would be over the dump resistor and near the plasma fuse. Charred marks, damaged lines and blown apart lines were noted in the dump resistor. The flex circuit area by the plasma fuse had been blown apart. It appears that something may have shorted the dump resistor or the high voltage capacitor connections to the device case. Or it is possible that the lines in the dump resistor somehow got shorted together. There is too much damage to the circuit to positively identify the root cause of the electrical overstress. No foreign material was found on the inside of the device case. It is unknown what caused the electrical overstress/shorted conditions noted.

Manufacturer narrative:
The product was returned for analysis. This report will be updated upon completion of analysis.